Event description:
It was reported that the ventilator stopped working with an audible alarm while connected to the patient, and also during a vent check. The pt was placed on a back-up ventilator. No reported harm to the patient.

Manufacturer narrative:
This malfunction report is being filed outside of the 30-day time frame.